Manufacturer narrative:
Additional information was received that the physician decided to perform the post balloon aortic valvuloplasty (bav) after a transt horacic echocardiogram (tte) identified a mean gradient of 8 millimeters of mercury (mmhg). The post bav was performed using a 60 milliliter (ml) syringe and a high pressure stop-cock. One inflation was performed. It was believed that the root cause of the balloon catching the valve frame was the initial attempt to re-cross the valve after proper placement/deployment in preparation for the post bav. The wire had started outside and down the side of the frame and re-entered the valve through the frame mid-way down and still crossed the valve into the ventricle. As reported, this had not been visualized upon occurrence. When the non-medtronic balloon was passed over the wire, it followed the same path without issue and did not show any sign of "catching" the frame of the valve. Following the successful post bav, the physicians were unable to get the non-medtronic balloon to deflate back to the smallest "wrap" that it started in and as a result, the balloon was then caught on the inside of the frame of the valve. The balloon was removed from the valve only after the valve dislodged. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve had been successfully implanted, a 20 millimeter (mm) non-medtronic balloon was used to perform post dilation. The physician met resistance when attempting to remove the balloon as it appeared to be caught on the frame of the valve. After multiple attempts were made to remove the balloon, the valve was eventually pulled up into the ascending aorta. A snare was already in place and the balloon and valve were snared into the descending aorta and surgically removed. A different valve was implanted. No additional adverse patient effects were reported.